Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00142: a facility reported that the headrest of the mayfield swivel adaptor (a1018) seems to be slipping after secured and tight. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had the swivel sleeve replaced due to worn teeth, and the retaining rings and washers were replaced due to wear. Root cause - complaint confirmed via inspection of the unit. The swivel sleeve, retaining rings, and washers were replaced due to wear. Probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.